Manufacturer narrative:
(B)(4). Concomitant medical products: pxl161407, (B)(4); rlt231414, (B)(4). Results: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. Conclusion:according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks.

Event description:
On (B)(6) 2016 a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system. On (B)(6) 2016 a type ib endoleak was recognized. On (B)(6) 2016 the endoleak was treated with an additional endograft. Patient i.d. Number: (B)(6). Treatment i.d.: (B)(6). Implantation date: (B)(6) 2016.